Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted when the evaluation is complete.

Event description:
The account alleges that during use of the device the pressure balloon of the radial artery band was found to be leaking. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to leak due to a wrinkle in the material; however, the root cause of this defect could not be determined. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.